Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system onsite and confirmed that the geometry movements were failed. During troubleshooting, the fse found that the c-arm and bed could not be powered on. The fse measured the geo ipc battery and found it normal. The fse analysed the log file and found that there was a hardware damage reported. The fse unplugged the geo ipc boards and re-inserted and reloaded the software and it resolved the issue. The troubleshooting actions showed that the temperature and humidity in the equipment operating room are high and the fse advised the customer to turn on the air conditioner to dehumidify and pay regular attention to the temperature and humidity of the equipment to ensure the normal operation of the equipment. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unable to communicate with geo ipc, no movements were available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.